Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant process, the physician programmer could not connect with the new b35300. The "zero remaining battery power" alert appeared and communication could not be performed. The same event occurred after 3 attempts, and communication was possible without any problems after the 4th attempt. The remaining ipg battery level during communication is displayed as 30%. The following device settings are not applicable because they were before stimulation settings. After the telemetry was completed, the device was usable without any problems after several attempts of communication, so the surgeon, decided to continue using the device. The issue has been resolved at the time of this report. No symptoms were reported.

Event description:
Additional information was received reporting that the cause was possibly an out of box failure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.